Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020. Customer returned to failure investigation (fi) one cpu assembly. The returned cpu was placed in a known good ventilator unit and booted into normal operation. Unit operated as intended with no errors. The unit's diagnostic report was reviewed and fi did confirm the reported issue of the reported error message. The root cause for the reported issue could not be determined due to reported issue not occurring during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported a ventilator with a restart due to anomalies detected alarm. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer confirmed this alarm in the device's event log, therefore, the cpu (central processing unit) printed circuit board assembly was replaced to prevent recurrence of this event.